Event description:
A center director reported a case in which dark lines were observed which presented as ridges on the stromal bed, after lasik flap creation. Also, it was observed that the eye moved, while under applanation. No pt impact was reported.

Manufacturer narrative:
Device history records review did not show any abnormalities that could have contributed to this event. System history review showed that the laser was successfully verified prior to the date of event. A root cause could not be determined. (B)(4).